Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device was dropped, resulting in a cracked screen, and a replacement device was provided while the original was returned. Symptoms included none and blood glucose was not impacted. Outcomes included no injury, no medical intervention, and continued therapy with the replacement device. Customer care provided support that included logistical verification of return. Investigation of this case revealed physical damage to the display consistent with accidental impact, with the device otherwise functioning until power depletion. It was concluded that the event was attributable to user-induced physical damage and not a device malfunction.